Event description:
It was reported that radiation pneumonitis and dyspnea occurred. On (B)(6) 2020, patient underwent a transarterial radio embolization (tare) procedure with the rasphere y-90 microspheres. Nine dose vials were administered. On (B)(6) 2021, patient presented with dyspnea and a computed tomography scan was performed to reveal radiation pneumonitis. The patient partially improved from radiation pneumonitis after steroid treatment, but dyspnea persisted. No further information is known at this time. This report will be updated should additional information becomes available.